Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason and met all specifications upon distribution.

Manufacturer narrative:
A follow-up submission will communicate the device history record results. Evaluation testing supports that the monitor functions as expected. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. Invasive procedures involve some patient risks. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Normal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that when the vigileo monitor was used, the monitor displayed inaccurate values. The hospital staff did not remember which patient values were displayed incorrectly. Additional information was requested; however, no additional information was provided at the time of this report. Requested patient demographics but were unable to be obtained. There was no allegation of patient compromise and no other system-related devices were identified as suspect.